Event description:
It was reported that the patient had the refill date corrected in her personal therapy manager (ptm). The patient was told when the date was corrected that this could impact when a bolus could be delivered for up to 24 hours. The patient requested a bolus through her ptm and it was not delivered and an error code of bx 8503, physician bolus in progress, occurred. The patient later reported that 24 hours had passed since the ptm change the ptm would not deliver a bolus. The patient reported that the ptm gave her "problems." The patient expressed concern as the boluses were needed to keep the pain under control. The patient had contacted her physician's office but had not received a response. The patient then later reported that the refill date on her ptm had changed by one day. It did say the 9th and a day later it said the 10th and device synchronization was discussed. The patient's telemetry strip was reviewed and it was noted that the bolus duration was 27 hours and 50 minutes. It was clarified with the patient on when she could attempt a bolus again. The patient was confused by the lock out and repeatedly stated that she had not had a refill and was told that by the health care provider that only the date was changed. The health care provider later verified that the patient used the ptm before the scheduled time. There was a bolus in progress and hence the patient was locked out. There was no injury to the patient. This device system delivered dilaudid and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).